Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure if the cannula had properly inserted at the pod infusion site. Upon removal of the pod the cannula was found to be bent.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and formed needle fully retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. Though no issues were observed, it could not be determined when the needle deployed and the cause of the reported needle mechanism failure could not be determined. The pod was received with the soft cannula deployed. Inspection of the soft cannula found it to not be bent, kinked, or damaged and the length to measure within specification. Inspection of the fluid path and needle mechanism components found no damages or manufacturing deficiencies that would prevent the soft cannula from properly inserting. A root cause for the reported unsure properly inserted soft cannula could not be determined.